Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because corrosion builds up from the battery. The issue was not resolved with troubleshooting.